Event description:
It was intended to use an endeavor resolute 3.50 x 24 mm drug eluting stent to treat a calcified lesion in the lad vessel which had 80% stenosis. The lesion had been pre-dilated with a sprinter legend balloon. It is reported that the device could not pass the lesion due to the calcification present. Resistance was noted during attempted positioning. The device was returned to the manufacturing facility for evaluation and the stent was observed to be damaged. No patient complications or clinical sequelae were reported. Evaluation summary: analysis of the returned device showed that the distal tip was flared and that multiple struts from the 1st distal stent segment were raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient¿s condition affected effectiveness of device (it was reported that the device could not pass the lesion due to the calcification present). Deformation problem. Evaluation conclusions: inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure related to patient condition (it was reported that the device could not pass the lesion due to the calcification present). (B)(4).